Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2022. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several hours and no low battery life or low battery alarm and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 13:47:00.000. (B)(6) 2022 01:30:00.000 to (B)(6) 2022 23:21:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 02:12:00.000 to (B)(6) 2022 23:55:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:29:00.000 to (B)(6) 2022 16:26:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:41:29.000. And failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:51:43.000 to (B)(6) 2022 18:11:36.000. (B)(6) 2022 02:40:44.000. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed batt/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery last less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.